Event description:
The customer reported falsely elevated troponin I (access accutni+3) results, for two patients, involving the unicel dxi 600 access immunoassay system. The customer stated one of the patients' elevated results was released out of the laboratory and questioned by the physician. There was no report of patient injury or change in patient treatment associated with this event. The customer reanalyzed the patients' samples, on an alternate unicel dxi 600 system, and obtained lower troponin I results. The samples were collected in lithium heparin tubes with gel and centrifuged at 3,000 rpm (rotations per minute) at room temperature. No sample integrity issues were noted. The customer indicated quality control (qc) and system check were out of specifications following the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) noted the aspirate probes were faulty and replaced the aspirate probes and associated peristaltic pump tubing. The fse verified the reaction vessel mixer and proactively cleaned and lubricated the gantries. The fse performed a passing system check and high sensitivity system check. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the aspirate probes. A definitive root cause is unknown.